Event description:
Field created in rt chart and ximavision stand-alone with various collimator angles with mlc do not oppose correctly. In the workspace "parameters" of rt chart, the option "create opposing field" on an anterior field (gantry 0 degree) to create a posterior field (gantry 180 degrees) did not work correctly for a patient. The field aperture shown is correct but mlc positions are wrong.

Manufacturer narrative:
This is a known issue, previously reported and investigated. Varian has been able to confirm the user's allegation: the mlc can be wrongly mirrored for coll rtn between 315 to 359.9. Not all angles in this area lead to wrong mlc when creating an opposing field. This behavior is due to a rounding problem in the application. Rt chart/eclipse calculates exact values with rounded values. The anomaly is reproducible with aria 8.9.09 versions. With all coll rtn angles out of the affected range (315 - 359.9), the mlc is correctly mirrored when creating an opposing field. In order to mitigate recurrence of this issue for current users, a customer technical bulletin (ctb) will be provided to further describe the behavior and instruct on the available workaround. There was no injury or mistreatment associated with this report. No additional follow-up to this MDR is anticipated.